Event description:
The electrode hit the scope and did not fault out which resulted in scope damage. The patient's arm was inovated and jerked upwards. The case was continued with a side effect electrode and vapr 1 machine. There were no other adverse effects reported.